Event description:
Patient representative reported left side "fear of alcl", "mental anguish", ¿suffered aggravation of underlying conditions including emotional distress", "anxiety¿, "ptsd", "capsular contracture" baker grade unspecified, "seromas", ¿loss of quality of life¿ and ¿depression¿. Non-device related events of "chronic headache¿ and "chronic insomnia¿ were also reported. Unknown treatment and therapies were noted. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "seromas", "capsular contracture" baker grade unspecified, and "fear of alcl".